Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/1.5/50 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault and refractive surprise were observed. The problem is not resolved.

Manufacturer narrative:
Health effect - clinical code: "2137" should be added. The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.0/+1.5/050 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced excessive vault, refractive surprise and blurry vision. The lens remains implanted and the problem was not resolved. Reportedly "a new lens is ordered (different lens power) to correct the refractive surprise. The same lens size is used. I will visit the clinic on (B)(6) and will ask if they already exchanged the lens and how the outcomes are." Claim# (B)(4).

Manufacturer narrative:
It was later reported that on (B)(6) 2024 the lens was explanted. On (B)(6) 2024 a replacement lens of the same length and different axis and power was implanted and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise and excessive vaulting. The lens was explanted and replaced with shorter length lens and different power. The problem was resolved. H3 device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).